Manufacturer narrative:
The devices remain in vivo and were not returned for evaluation. Device history records for the shell, liner, and stem were reviewed, indicating that the devices were manufactured and processed appropriately, and that no anomalies were identified. Review of the quality records of the biolox delta head indicated that it met all requirements to perform as intended. The components had been in vivo just over three years at the time of exam. The patient returned for 3-yr post-op check, from which the healthcare professional reported, "her exam demonstrates gluteal weakness." It has been reported that the subject is no longer experiencing the clunking in her hip. The implanted devices listed are compatible. No significant deviations from the surgical technique were noted. Because no products can be returned at this time, their specific condition remains unknown. With the information provided, a root cause of the event cannot be determined with certainty; however, the reported gluteal deficiency may likely have contributed to the described issue. These devices are used for treatment.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00877503602, biolox delta head, lot #2596623 manufactured by zimmer (B)(4). Catalog #00875101036, continuum, trilogy it, allofit, it liner, lot #61565549; catalog #00771100900, zimmer m/l taper stem, lot #61709513. This report will be amended when our investigation is complete.

Event description:
It is reported, the patient is experiencing an intermittent clunking sensation of the left hip.